Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited noise over-sensing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces; the connector portion measured 13.0 cm while the distal portion was measuring 46.9cm. The reported event of noise was not confirmed. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath only was noted at 42.2 to 42.4 cm from the distal tip in one location proximal to the suture sleeve tie impression consistent with friction to the device can. The silicone insulation was intact in abrasion zone.